Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, serial# unknown, product type: lead.

Event description:
A trial patient reported that they are hurting on the right side and can't lay on "it." It was stated that it is swollen in the area and it feels like "it" may have moved. It was also stated that in their trial the "wired had come off their bladder" and it quit working as of sometime in (B)(6) 2016. The patient was hesitant to do the implant since the healthcare provider (hcp) didn't look into it further during the trial. Follow up with the hcp is to be conducted. The patient's indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.